Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip pin dislodged at the distal end. The pin was easily removed from the instrument and does not appear to properly swaged. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during central processing, the prograsp forceps instrument would not grasping properly. There was no report of patient involvement.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional analysis findings: the instrument was confirmed to have improperly swaged grips pin. The instrument was given to manufacturing engineering for further review. It was observed that the grip had a slight bend in it at the midpoint.